Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and the ¿patient developed subcutaneous emphysema after using an air seal during robotic urological surgery.¿. Further assessment found "there was no malfunction of the airseal; there was not any delay in surgery", and "unable to extubate, the patient was admitted to the ICU with endotracheal intubation for observation.". No further information was provided. This report is being raised due to the reported injury of subcutaneous emphysema, with no indication of a device malfunction. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as a concomitant device. There are no allegations filed against it.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. A two-year review of complaint history revealed there has been a total of (B)(4) reports, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in an unnamed procedure on an unknown date, and the ¿patient developed subcutaneous emphysema after using an air seal during robotic urological surgery.¿. Further assessment found "there was no malfunction of the airseal; there was not any delay in surgery", and "unable to extubate, the patient was admitted to the ICU with endotracheal intubation for observation.". No further information was provided. This report is being raised due to the reported injury of subcutaneous emphysema, with no indication of a device malfunction. The ias12-100lpi, 12 mm access port & palm grip obt w/bladeless optical tip will be listed as a concomitant device. There are no allegations filed against it.